Manufacturer narrative:
The customer reported via phone call that her blood glucose level at the time of the 911 call was 600+ mg/dl. The customer stated that her health care provider advised her to discontinue use of the insulin pump on (B)(6) 2016.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. The customer was unable to troubleshoot past events. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of 911 call was unknown. The customer was admitted to the hospital. The customer was treated with insulin drip. Customer did not want to troubleshoot pump she just want loaner pump.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. All of the buttons are functioning properly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and minor scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.